Event description:
A medtronic representative reported that while in a functional endoscopic sinus surgery (fess), the surgeon alleged the navigation system was 3 millimeters inaccurate. The surgeon completed the procedure with the use of the navigation system. There was no known impact on patient outcome.

Manufacturer narrative:
Patient age not available from the site. No parts have been received by the manufacturer for analysis.

Manufacturer narrative:
A medtronic representative performed a system checkout. The system passed all software, hardware and instrument testing. No fault found. System performed properly. The rep spoke with the rn coordinator who said the scrub tech in the case was new and not familiar with putting the instrument tracker onto the instrument. She thinks the tracker could have been poorly seated which could have contributed to the inaccuracy.